Event description:
Device malfunction: unk. Time of malfunction: after vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment bleeding at the access site continued. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.